Event description:
It was reported that, "during total hip arthroplasty, the trident x-3 36m d liner was inserted into a summ tritanium solid back shell. The liner was impacted and seated and a trial reduction was done. After dislocation, dr. Observed several deep scratches on the inside of the liner of unknown origin. Dr was concerned and decided to remove the liner and replace it with a new one. Dr states that care was taken with the placement of his retractors and that was not the cause. We then turned our attention to the liner impactor and trial heads to check for rough spots or divots in the plastic none were observed."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.